Event description:
During a ptca procedure, the balloon ruptured at 19 atms on the third inflation. The pressures reached on the first two inflations is unknown. The lesion being treated was a calcified and 99% stenotic lesion in the mid to proximal lad. The quantum maverick monorail balloon was being used to post dilate a cypher stent. No patient injuries or complications were reported. Patient status is listed as "good."